Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading at time of the call was 202 mg/dl. Troubleshooting was not completed as the device kept alarming. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and the pump alarmed during testing as a result of the motor encoder signal out of phase.